Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having "some issues" like she had when she had with her initial device replaced. The patient stated that she noticed similar problems she had with her initial implant were now happening with her current device. The patient mentioned that she noticed the device would turn off and she wasn't sure what was going on. The patient noted that maybe she was getting too close to something and noticed the device was off. The patient also stated that she used her patient programmer (pp) to monitor if her device was on. It was reported that the patient had non-stop infections and pain. The patient stated that she was experiencing more infections (bladder/kidney) and reflux. It was reported that the patient was on a second round of antibiotics to treat the infection and she saw her health care professional and he told her the device was off. The patient stated that she was able to sync with her pp and she was able to turn her device back on but she didn't know why it got turned off. The patient also mentioned seeing a screen that came up on her pp that she didn't recognize. The patient described the low ins battery screen and saw the low battery icon on the top row of the pp. It was noted that the patient did not have the pp with her at the time. The patient also mentioned she would stop feeling stimulation but was able to feel stimulation after she increased the stimulation level. The patient noted that she could tell that her body just gets used to the sensation. It was also reported that the patient was sick last thursday. Trouble shooting attempts were not made due to lack of access to the product. There were no further symptoms or complications reported or anticipated.